Event description:
Caller reported her husband was inappropriately shocked three times consecutively in 2014. He was taken to the hospital and had the lead wire disconnected. Caller stated her husband had the device implanted in (B)(6)2010, he hasn't had any issues with the device until the event in 2014.